Manufacturer narrative:
This report is for an unknown cage / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a spine procedure on (B)(6) 2019 the adjacent vertebra required distraction for cage insertion and subsequent reduction onto the cage. The proper distraction and reduction was not occurring. The cage could be expanded if pushed onto table surface. However this was not possible in the patient because it would have meant pushing directly onto the spinal cord. A surgical delay of greater than 15 minutes was noted. It is unknown how the procedure was completed. This is report 2 of 2 for (B)(4). This report is for an unknown spinal cage / spacer.